Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, drawings, manufacturing instructions, quality control and trends was conducted during the investigation. The complaint device was not returned to assist in the investigation. There is no evidence to suggest that the device was not manufactured to specification. Quality control confirms the surface of the catheter is free of foreign matter, roughness and excessive dents. A definitive root cause cannot be determined. We have notified the appropriate internal personnel and will continue to monitor for similar complaints.

Event description:
According to the medwatch report submitted by the user facility: patient had a 10f baron jejunostomy feeding tube placed following hepatobiliary surgery. The tube fracture at the collar securing it to the skin. The distal tip went into the small bowel and was passed by the patient. Patient was scanned and no tube fragment was noted in the gi tract or periotoneal cavity. Patient went to ir and had a second feeding tube (different brand / style) placed successfully.

Manufacturer narrative:
(B)(4). The event is currently under investigation. (B)(4). The event is currently under investigation.

Event description:
According to the medwatch report submitted by the user facility: patient had a 10f baron jejunostomy feeding tube placed following hepatobiliary surgery. The tube fracture at the collar securing it to the skin. The distal tip went into the small bowel and was passed by the patient. Patient was scanned and no tube fragment was noted in the gi tract or peritoneal cavity. Patient went to ir and had a second feeding tube (different brand / style) placed successfully.